Event description:
The patient presented to the ed with seizures on 1/18. Patient had a ventriculoperitoneal shunt which was placed approx 11 years ago in another country due to a history of hydrocephalus. He reportedly started having seizures 3 days after the vp shunt was placed. Since then he has suffered approx 1 seizure per year with the most recent in aug. 1998. Dr. Felt that shunt failure was possibly contributing to the seizures. Replacement surgery on 1/28/99. Patient tolerated replacement surgery "as much as possible". Patient was then admitted to hospice care. Patient died 2/5/1999 at 2110 hours.